Manufacturer narrative:
(B)(4). Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This experienced senior surgeon have now his 6. Rod break.have now seen the patient after 8 month because of pain - can see a rod break on only one side , but the patient want to wait and think if it is necessary with re-operation. This time it is with expedium fenestrated poly screw system, screws at levels th 12- l1 fixed with cement, and the rod is cocr. This patient has been operated 8 month ago, and have had a good training/after operation period. Operated over niveau from th12 - s1 + kile osteotomy at l3, closed with osteotomy closing instrument. Aligned in an angel of ca. 45 gr. Implants will be returned if patient will be re-op.